Manufacturer narrative:
The device was not returned to the distributor/manufacturer for investigation and the investigation was closed on 6/30/2023. Here is the summary of the manufacturer device investigation: the manufacturer reviewed the qa test data/shipping inspection data and complaint history for similar issues. No issue/problem was noted during data reviewed by the manufacturer. The risk analysis document was reviewed and similar risk has been analyzed. There was one similar event reported for the same model in the past. However, no abnormal trend was identified. Unit was not returned by consumer. The device was not received for evaluation; therefore, a device analysis could not be completed. No further investigation required.

Event description:
The consumer stated her unit had been reading high at the doctor's office. Her unit read 168/92-96 and her doctor's unit read 130/60. She has bought several omron units and keeps buying them. She went to the omron website to see if she could calibrate the unit. She was the only user. She used the unit three times a day. She used her left arm with the cuff right above her elbow bend and the air hose went to the side of her arm. She would take a reading on her bed with her legs straight out or on her living room chair with her feet flat on the floor. She would not talk or move during the reading. She stated that her cuff was the correct size for her arm. She stated she had a stroke the week of (B)(6) 2023. During a follow-up, she stated she does not have any family. She stated her omron units keep breaking down so she buys another one. She stated she bought this unit in 2022. When her doctor did a machine comparison, he would take the readings simultaneously on each arm with his unit on her right arm and the omron unit on her left arm. They had also done comparison readings on the same arm, waiting 2-4 minutes in between. She took her readings 3 times a day and used the original cuff that came with the unit. She would take her medication when her readings are over 120. She called 911 everytime her blood pressure got too high. She stated she had a stroke during the week of 3/13/2023 and ended up in the hospital. She stated she had a couple of strokes over the last 2 years, and she suffers from high blood pressure that she managed through medication. She stated her doctor was a cardiologist. She also stated she was seeing a physical therapist for her balance, but it was unrelated to the event.

Manufacturer narrative:
A root cause has not been determined. It has not been confirmed if the device caused or contributed to the reported incident; however, due to the customer reporting being hospitalized as a result of a stroke this medwatch is being filed. The product instruction manual includes following warnings: - do not adjust medication based on readings from this blood pressure monitor. Take medication as prescribed by your physician. Only a physician is qualified to diagnose and treat high blood pressure. - never diagnose or treat yourself based on your readings. Always consult with your physician. A postage label has been sent for retrieval of the home unit for inspection. A replacement unit was sent to the consumer.